Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient has a pending revision on an unknown date due to metallosis. Possible future revision

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient has a pending revision on an unknown date due to metallosis. Possible future revision. Additional information received indicate patient revision occurred on (B)(6) 2014 and was due to pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " event is being reported to FDA on one medwatch as the limited information available indicates that an incident occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.